Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that old capped competitor¿s leads which were implanted on right side had vegetation. The infected leads were explanted. The current system remains implanted and active.